Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
Complainant reported an under delivery. It was reported that the patient was to receive 880 ml overnight beginning at midnight. At 5:40 am, the feeding had stopped delivering, although the pump rotor was moving. It was reported that no alarm sounded. The enterally fed patient, treated with insulin, developed hypoglycemia.